Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2zdqa implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the device was placed in 2024 and the lead appeared to be twisted numerous times and damaged. All of the impedances were abnormal. The patient denied manipulating the device themselves.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 978b128 lot# va2zdqa serial# implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 28-feb-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient encountered an error message. The patient said they were on program 6 at 0.6 ma and felt some pain in their leg, so the went down to 0.5 ma. The patient decided to decrease further to 0.4 ma, but said that was too low and they couldn't feel stim. When the patient tried to increase back up to 0.5 ma, they got a message that the "system is operating at the maximum settings and therapy cannot be increased." The patient mentioned that they had been having pain in their leg since a couple months ago so they went to see an advanced practice provider at their managing healthcare provider's (hcp) office. The patient said they were told to try a different program. The patient said they were able to confirm the pain at their leg was coming from the ins. It was suggested that the patient try another program, but they said they had already gone through all the programs, and 6 worked best for them. The patient was advised they could try powering the equipment off, then back on. The patient said they already did that and were still getting the message at 0.4 ma. The patient said they were able to successfully change programs, but when they went back to program 6 they, again, got stuck at 0.4 ma. The patient was redirected to follow up with their managing hcp. Additional information was received from the patient on (B)(6) 2025 they reported that the hcp ordered x-rays and found the wires inside got all wrapped around the [implant] so they had to take the lead out and move it to the other side. The patient had this procedure on (B)(6) 2025.